Event description:
It was reported that an eva container had a closure cap that was loose. This occured before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Initial reporter: foreign phone number - (B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified that the vented luer cap was not connected to the container and loose in the overpouch. The cause was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.